Event description:
This lead was returned separately from the oos documentation from biotronik representative. Per oos and rep, this device was "hit with a bovie" and disabled during a thoracic procedure approximately 6 months after implant. This device is at eri indication. This device was replaced with another lumax 340 vr-t.